Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include, but are not limited to improper endoprosthesis placement and branch vessel occlusion or obstruction.

Event description:
On (b)(\6) 2017, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu343420j/16318643). Prior to the gore® tag® device implant, an artificial blood vessel was implanted in left subclavian artery (lsa). After the gore® tag® deployment, procedural angiography reportedly showed compromised contrast dye flow in the lsa. According to the report, it was unclear whether the endoprosthesis had partially and unintentionally covered the lsa, or the artificial blood vessel in the lsa might be occluded. A metallic stent was implanted in the lsa to restore blood flow. The patient tolerated the procedure.